Manufacturer narrative:
This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. The event occurred outside the us and is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: a 5086mri58 lead, (B)(6) 2014. (B)(4).

Event description:
It was reported that approximately one month after implant of the implantable pulse generator (ipg) and two leads the patient developed a pocket infection/surgical site. The device and leads were explanted. A new device will be implanted on the other side of patient's chest depending on condition and recovery. No further patient complications have been reported as a result of this event.